Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported by the user facility: two anesthesia arm fixation nuts fell to the floor. The arm structure collapsed and the monitor could fell on the patient. No consequences for the patient as caregivers present at the moment in the room reacted immediately so that the material did not fall on the patient. No consequences to bystander reported.

Manufacturer narrative:
The root cause for the reported detached arm fixation nuts was an incorrect position of the threaded rod inside the pole. If the position is not correct the torque defined in mounting drawing can be applied, but due to a too small overlap of the thread it may cause becoming loosen later. As a result, the pole may fall down including the mounted equipment. It is unclear if the incorrect position resulted from manufacturing or later modification. A repair instruction for the correct adjustment of the pole/rack has been prepared. All installations in the hospital were checked after first root cause analysis that was performed based on provided photos. Due to the ongoing pandemic the check was only completed lately. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported by the user facility: two anesthesia arm fixation nuts fell to the floor. The arm structure collapsed and the monitor could fell on the patient. No consequences for the patient as caregivers present at the moment in the room reacted immediately so that the material did not fall on the patient. No consequences to bystander reported.